Manufacturer narrative:
The insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window and cracked and bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump had a cracked lcd screen after the pump had dropped, and that the display was blotchy and difficult to read. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.